Event description:
It was reported that a patient experienced post-paced t wave oversensing on their implantable cardioverter defibrillator. Programming changes have been discussed but were not performed. The patient is reported as stable.